Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/22/2017 with the following findings:.black box and alarm history show ¿cs052¿ slave communication alarms on (B)(6) 2017. ¿ez-prime¿ steps were performed correctly, no ¿cs054/cs052¿ alarm or any eaw occurred during the investigation..pump¿s cover was removed; no intermittent condition was found to the pcb or the cgm module.